Event description:
From staff: the resolution clip boston sci. Requested per dr. To clip avm in cecum post apc treatment. While feeding said clip through the scope the handle made a slight click noise and when seeing clip at the distal end of scope it had fell off. The clip was closed not deployed. New clip used and new clip worked as it should. When comparing the two clips at the end of the case the two look different as one is deployed properly, and one malfunctioned.